Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the upper case, display lens, lead flex cover, main seal and keyboard were broken, the bail covers, lower case were broken and contaminated, the battery drawer, and battery drawer o-ring were contaminated, the battery contacts were compressed, the display was broken and out of specification, and the heart lead flex was damaged. (B)(4).

Manufacturer narrative:
Further analysis was performed on the heart lead flex. Visual inspection observed a torn signal trace. No other anomalies were observed. Bench analysis found intermittent continuity and microscope analysis found cracked circuit traces. Conclusion: the failure seen during repair of the device caused by intermittent circuit path continuity.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.